Manufacturer narrative:
This product was not analyzed as the problem was already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. No additional adverse patient effects were reported.